Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: united kingdom. Review of the most recent repair record determined the motor intermittently seized, the motor speeds were unstable, the hinge gasket and gear ring were damaged, the reciprocating arm was worn, and the device was out of calibration. The motor, sleeve, reciprocating arm, hinge gasket, and gear ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for repair. The date and timing of the event was not reported neither was there any communication regarding harm, injury, or delay. Due diligence has been completed. No additional information was available. After evaluation of the returned device, it was determined that the motor intermittently seized, and the motor speeds were unstable.